Event description:
It was reported the pt lost therapeutic effect following a fall. The pt has had numerous falls and was using a walker. The pt was seen by the manufacturer's rep at the clinic. Impedance readings were >40,000 ohms on all combinations with electrodes 0,2 and 5. Other combinations were normal. Therapy impedances were in the normal range. Reprogramming around the electrodes was discussed with the rep to avoid the open circuits and recapture stimulation. The pt was in fair condition.